Event description:
Caller reported an issue with cgm displaying error 42. No adverse impact to the customer's blood glucose level was mentioned. Technical support guided the caller through a complete pump reset, resolving the error, and the caller successfully started their sensor session.